Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 600's mg/dl to 300 mg/dl due to the covid vaccine and changed her sets, and her blood glucose got better. The customer was treated with bolused and changed the sets and reservoir. Customer stated that the auto mode feature was active at the time of high blood glucose event. Customer had to change the sets twice, it turned out the cannula was messed up. Customer stated that infusion set had bent cannula. Customer declined with troubleshooting for high blood glucose. The device will not be returned for analysis.